Manufacturer narrative:
Concomitant medical products: serial# (B)(4), implanted: (B)(6) 2019 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited cardiac perforation. It was noted that the high thresholds triggered the lead alert. The rv lead was repositioned. It was further reported that the rv alert for high impedance was triggered and that the right atrial (ra) lead exhibited noise and oversensing. The rv and ra lead remains in use. No further patient complications have been reported as a result of this event.